Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient¿s father reported a sensor had been inserted onto the patient¿s right leg (per recommendation by the patient¿s health care personnel ) in (B)(6) 2019. When the sensor was removed, the insertion site was swollen and infected. The patient was evaluated by a physician, treated, and diagnosed with cellulite and possible detached sensor wire. An x-ray and magnetic resonance image were performed on the right leg for possible sensor wire or needle retention; no foreign body was identified. During this time, the patient received antibiotics via intravenous therapy, three times a day (every 8 hours) at an outpatient infusion center. On the third visit to the emergency department the first of (B)(6) 2019, outpatient surgery was performed on the infected area; the area was incised, drained, and packed. The parents performed dressing changes and packed the wound at home. Currently, the wound has healed and the patient has recovered without long-term effect. The sensors are now placed on the buttocks or abdomen per health care personnel recommendation. It was indicated that the sensor was inserted in the leg and the patient was under 2 years of age occurred, which both are off-label use of the device. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.